Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had found information about the problems that the mdt pacemaker has, the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.